Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. When attempting to update the firmware, the firmware update timed out and the implantable cardioverter defibrillator went into backup vvi mode. The device was reprogrammed and reset. The patient had no adverse consequences.